Event description:
Tested out of specification at mfgr's analysis additional information received on this event reports that at the 3 month f/u visit, patient was induced and when time for therapy to be delivered, a "pop" was heard. Patient rescued externally. Could not communicate with the device afterwards. Following the incident, patient c/o intense heat at pocket site. Tested out of specification at mfgr's analysis 10/20/99: additional info received on this event reports that at the 3 month f/u, pt was induced and when therapy was delivered, a "pop" was heard. Pt rescued externally. Could not communicate w/device afterwards. Following the incident, patient c/o intense heat at pckt site